Event description:
It was reported that in late 2010 or early 2011, patient was treated of constant back pain as the result of previous injury. The patient underwent epidural shots to reduce the pain but it only resulted in worsen the pain. On (B)(6) 2011: the patient underwent following procedures: (1) a direct lateral intrabody fusion from l1-l2, l2-l3, l3-l4, and l4-l5; (2) an axial lateral intrabody fusion from l5-s1; and (3) a posterior spinal fusion from t10-s1. The patient was implanted with rhbmp-2/acs. Post-op, the patient was suffering from severe pain that patient rated as "10". The patient had lost much of the mobility, was usually confined to a bed, and was unable to sit upright for any length of time.

Manufacturer narrative:
For use by user facility/importer(devices only)(B)(6). Country : us. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.